Manufacturer narrative:
Integra completed its internal investigation 29oct2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: device history record reviewed for this product ID work order / serial# (B)(4) manufactured on july 16, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in (B)(6) for this reported failure and or related to "too much movement " for this product ID shows that 6 complaints were received including this case, 4 reported by this customer. Conclusion: in summary the root cause to the end users experience could not be determined as product was not sent in for inspection.

Manufacturer narrative:
The complaint related device was returned for the evaluation. Evaluation was unable to conclusively verify customer information as valid. No failure found. Conclusion: in summary the end users reason could not be determined as the device met specification.

Event description:
Customer previously reported too much movement of two mayfield skull clamps (mfg report numbers 3004608878-2016-00267 and 3004608878-2016-00268). The customer was provided two loaner mayfield skull clamps as replacements. The customer reported the same issues with movement with the two loaner mayfield skull clamps. There was no patient involvements with the two loaner mayfield skull clamps. They were not used.